Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2008; sdr303b implantable pulse generator, (B)(6) 2008 (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance, high threshold, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.